Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for eval. Without the device and/or lot info, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available, this complaint will be re-opened, evaluated and a f/u report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
Affiliate reported that the surgeon used a duraform graft 4x5 with six stitches without tension in posterior fosse and additionally used beriplast sealant (biotoscana). Four days after the surgery, the pt had a csf drainage by the nose. The pt went to a second surgery and the duraform was divided in small pieces. The surgeon reported the duraform was degraded just five days after the implantation.